Event description:
The account alleges that the nurse call system audio between the bed and the audio station would not function.

Manufacturer narrative:
The technician replaced the pt control board assembly sidecom, which resolved the issue. The bed operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.